Event description:
It was reported the customer was attempting bolus and the number started ramping up and down. Customer's blood glucose was 7.0mmol/l range. Customer removed the battery from the device and reinserted and there was not response form the buttons. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No numbers ramping up noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.